Event description:
One patient with discrepant potassium results. Initial result not reported, patient not adversely affected. Initial result 4.8 mmol/l, repeated 3.6 mmol/l. The field service representative was unable to determine a cause for the discrepancy. Performance tests were performed and within specification.